Event description:
The customer reported to olympus, the 4k autoclavable camera head had an image problem. The camera never connected to the processor and no error message was displayed; only color bars. The issue was found during preparation for use for an unknown therapeutic procedure. It was reported that there was a less than 5 min delay to retrieve a new camera and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of, no image displayed on the monitor, was confirmed due to a faulty cable. In addition, the device evaluation found the following; the rubber part on the rear cover packing was peeled and had a faded label. It was also noted that the device failed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the no image was caused by poor communication due to cable failure which caused the image to no longer be displayed. It is likely the cause of the cable failure was due to flooding from a damaged part of the cable; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.